Manufacturer narrative:
Follow-up #1: date of submission 06/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/08/2015 with the following findings: the meter was not returned with the pump. The pump was paired successfully with a test meter and the test meter successfully programmed and delivered a bolus from the pump. The pump daily insulin delivery totals correct reflected the programmed basal rates. A delivery accuracy test was performed and confirmed the pump was delivering within specifications. The pump was programmed for 2 units per hour and exercised for 24 hours and the pump correctly reflected 48 units delivered.

Event description:
On (B)(6) 2015, a pharmacist contacted animas alleging that the patient was found unresponsive with a low blood glucose. The patient was unavailable to discuss the event. The pharmacist indicated that the patient, who was using a canadian pump programmed in mmol/l, purchased a united states meter, programmed in mg/dl. The pharmacist reported believing that the patient may have incorrectly converted between mg/dl and mmol/l when attempting to bolus. This report is made based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.